Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013, allegedly due to pain and a malpositioned cup. The acetabular cup and modular head were removed and replaced with a competitor's cup and biomet head. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.